Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented in clinic with a fever for a follow-up regarding a procedure unrelated to the device implant. The system was explanted without complication. The patient was stable before, during and after procedure.